Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and "difficult to unlock". Reportedly, the reason for the cracked screen was not reported. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy. The customer declined further troubleshooting with tandem technical support.